Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that the guidewire did not have smooth movement. A 330 cm rotawire was selected for a percutaneous coronary intervention procedure. During the procedure, it was noted that the device was not smooth when it was being advanced into the patient's artery. The physician then used another of the same device to complete the procedure. No patient complications were reported and the patient's status is stable. However, device analysis revealed a corewire fracture.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. The device was returned for analysis. It was observed that the spring tip was damaged and the wire was kinked. The visual and tactile inspection was performed and the device presents spring damaged (coilwire unraveled and corewire fractured). The device was sent for external analysis. It was observed that failure on both sites occurred due to a bending overload. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).